Event description:
When contacted for follow up information, the manufacturer's representative reported that no surgical interventions had taken place and that the patient's status/outcome was unchanged. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the healthcare provider (hcp) stated the patient may have "a sensitivity." It was reported the hcp requested a second opinion from another doctor before taking surgical intervention. It was also reported it was unknown if the patient required hospitalization.

Manufacturer narrative:
Product ID: 3887-56, lot# v287549, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Product ID: 3550-39, lot# n328318, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a metal allergy and the physician wanted a silicone pouch to put the ins inside. Specific allergies or symptoms displayed were unknown. Patient outcome was unknown, but it was noted that patient had been referred for a procedure to have some spine hardware removed and top implant the silicone pouch. Additional information has been requested, but was not available as of the date of this report.